Event description:
It was reported that the patient faced an event where infusion set tubing was kinked on (B)(6) 2026 which causes high blood glucose and treated with multiple daily injections and it has been in use for two hours.

Manufacturer narrative:
MDR (B)(4) / initial 6 of 9. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.